Event description:
Customer reportedly received results of 270 mg/dl and 131 mg/dl within 10 minutes on the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The pt was not injured following the procedure.